Event description:
Patient noted to feel wetness on the side of pants during infusion. The tubing for infliximab had a leak at the y-site on inspection. The medication was leaking at the top portion of the luer lock. The wet spot on her pants measured 24 x 18 cm. Uncertain how long it had been leaking. Patient had received about 141 ml of the infusion with about 109 ml left to infuse. We changed the tubing and infused the remainder of the infliximab. Tubing was baxter continu-flo solution set. 104" 0.2 micron filter.